Event description:
It was reported the device that the patient presented for replacement of the pulse generator due to suspected premature battery depletion. The device was explanted. There were no patient consequences.

Manufacturer narrative:
Additional information: h6 type of investigation, investigation findings, and investigation conclusions.